Event description:
It was reported the patient¿s implantable neurostimulator (ins) was at end of service (eos) which was confirmed by a manufacturer re presentative. The patient¿s ins was implanted for 7 years and this was normal, expected eos. It was noted the patient¿s ins was to be replaced the next week. The manufacturer representative performed an impedance check which revealed impedances greater than 4000 ohms on all unipolar and bipolar pairs. Additional information received reported the patient¿s device was scheduled for replacement on (B)(6). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).